Manufacturer narrative:
The insulin pump was received with half broken off reservoir tube lip with loose reservoir tube o-ring noted during testing. The insulin pump was unable to perform displacement test due to broken reservoir tube lip noted during testing. The insulin pump had minor scratches on lcd window, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had crack by the reservoir compartment. The customer's blood glucose was 4.4 mmol/l at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.